Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #p92t75. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that at the end of the laparoscopic radical hysterectomy, the jaws of a nslg2c35a became stuck in a mid-option position and the gen 11 displayed an error message. The blade was unable to become fully retracted into its proximal position in the jaws. As it was at the end of the surgery, an energy device was no longer required. So the defective shears was put aside on the scrub technician¿s table.